Manufacturer narrative:
Correction: d4. Further information was received indicating this event was a duplicate and reported in manufacturer reference number 1627487-2025-00993. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced uncomfortable stimulation at the right supra-orbital lead. Patient underwent surgical procedure wherein the lead was repositioned on (B)(6) 2025. This issue was reported on 1627487-2025-00993.

Event description:
It was reported patient experienced pain at the right occipital lead site. Surgical intervention may be pending to address the issue at a later time.

Manufacturer narrative:
Date of event is estimated.